Event description:
During shoulder procedure, the pump would not calibrate properly, water kept running through and pressure was pulsating in the shoulder. Shoulder became very swollen. Once the cassette was replaced the pump returned to normal. Unknown patient status.

Manufacturer narrative:
Evaluation was performed on the returned product and could not confirm customer complaint. No problem found. (B) (4).